Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives and confirmed red bone (overcut) along the edge of the lateral condyle. The reported complaint states, ¿it is supposed that the area was not modeled enough due to the lack of free collection.¿ the femur free collection screen does not appear to have points collected along the outer lateral condyle. Inadequate coverage of the bone surface, where the model is approximated as opposed to the actual mapped surface (bright yellow mesh), could be a factor for the overcut of the lateral boundary. The bur is going to extend to the depicted version of the bone model. Over-resection is possible if the bone model was approximated and under-sized on the lateral condyle if free collection was insufficient. The goal of femur free collection stage is to collect enough surface points on the operative condyle in order to gain an appreciation of the preoperative bone. The real intelligence cori for knee arthroplasty user manual instructs the user to ensure that there is enough coverage beyond the edges of the condyle to best assess the fit of the components in planning. Refining the bone model prior to cutting would have better represented the knee if the lateral condyle was not adequately mapped prior to burring. According to the real intelligence cori for knee arthroplasty user manual, the bone model refinement stage presents a model of the operative surface where the bur tip or the guard of the robotic drill (in exposure mode) can be used to update the virtual bone model to depict the current state of the bone surface. Only the visual model is being updated in refine mode. This stage cleans up the visualization of the model to ensure that any bone that was modeled beyond the patient¿s articulating bone surface is erased. Otherwise, the bone model is refined in the cutting mode if this mode is skipped; as bone is removed from the condyle, the corresponding bone is removed from the bone model. It is also possible that the overcut of the lateral edge was due to quick movement of the drill while the bur was exposed over the bone edge. ¿spare bone¿ is the white bone of the virtual model that is not to be resected. Spare bone includes the target surface that the drill burs to. The given distance between the drill guard and the spare bone is used by the ¿projective aggressive¿ algorithm to determine the allowed bur exposure. Again, the bur is going to extend out to the depicted version of the bone model. Regardless if there is bone to be removed or not, the bur will extend to reach spare bone if it is within the bur¿s maximum exposure range. Upon reaching that spare bone, it would not resect. However, over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. The overcut is likely caused by insufficient point collection of the lateral boundary which under-sized the femur. With an undersized femur and a drill moving quickly over the edge of the bone, an overcut along the edge of the bone can occur. This situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) intended for use in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots were reviewed with clinical account representatives and confirmed red bone (overcut) along the edge of the lateral condyle. The reported complaint states, ¿it is supposed that the area was not modeled enough due to the lack of free collection.¿ the femur free collection screen does not appear to have points collected along the outer lateral condyle. Inadequate coverage of the bone surface, where the model is approximated as opposed to the actual mapped surface (bright yellow mesh), could be a factor for the overcut of the lateral boundary. The bur is going to extend to the depicted version of the bone model. Over-resection is possible if the bone model was approximated and under-sized on the lateral condyle if free collection was insufficient. The goal of femur free collection stage is to collect enough surface points on the operative condyle in order to gain an appreciation of the preoperative bone. The real intelligence cori for knee arthroplasty user manual instructs the user to ensure that there is enough coverage beyond the edges of the condyle to best assess the fit of the components in planning. Refining the bone model prior to cutting would have better represented the knee if the lateral condyle was not adequately mapped prior to burring. According to the real intelligence cori for knee arthroplasty user manual, the bone model refinement stage presents a model of the operative surface where the bur tip or the guard of the robotic drill (in exposure mode) can be used to update the virtual bone model to depict the current state of the bone surface. Only the visual model is being updated in refine mode. This stage cleans up the visualization of the model to ensure that any bone that was modeled beyond the patient¿s articulating bone surface is erased. Otherwise, the bone model is refined in the cutting mode if this mode is skipped; as bone is removed from the condyle, the corresponding bone is removed from the bone model. It is also possible that the overcut of the lateral edge was due to quick movement of the drill while the bur was exposed over the bone edge. ¿spare bone¿ is the white bone of the virtual model that is not to be resected. Spare bone includes the target surface that the drill burs to. The given distance between the drill guard and the spare bone is used by the ¿projective aggressive¿ algorithm to determine the allowed bur exposure. Again, the bur is going to extend out to the depicted version of the bone model. Regardless if there is bone to be removed or not, the bur will extend to reach spare bone if it is within the bur¿s maximum exposure range. Upon reaching that spare bone, it would not resect. However, over-resection is possible when the bur is exposed and the drill moves quicker than the expected retraction time over spare bone that is now closer to the guard. This is most noticeable when the guard is at an angle with, and not perpendicular to, the bone. The guard is more likely to create these angles when moved back and forth near the edges of the bone. The overcut is likely caused by insufficient point collection of the lateral boundary which under-sized the femur. With an undersized femur and a drill moving quickly over the edge of the bone, an overcut along the edge of the bone can occur. The most likely cause of this event is associated with the a software defect. This situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. As part of corrective action, this software defect has been resolved on cori software version 1.7.1 and above. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori tka lab demo, when they did the distal buring, the bur exposed around the femoral lateral boundary and cut the bone too much. It turned out, the robotic drill exposed around this area only for a moment. It is supposed that the area was not modeled enough due to the lack of free collection. No case involved; therefore, there was no patient involvement.